Event description:
It was reported that during a stenting procedure on (B)(6) 2012, an emboshield nav6 embolic protection device was deployed in the mildly calcified right internal carotid artery. An xact stent was then implanted. Post procedure, the patient experienced a stroke. Post-procedure nih stroke scale noted partial hemianopia, partial facial paralysis, no movement in left arm, left leg drift, severe aphasia and mild to moderate slurring of words. Reportedly, the patient experienced some confusion which limited part of the scale. There was no reported treatment provided and the symptoms gradually reversed until the patient was at baseline condition. The patient was discharged to home on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Bivalirudin, embolic protection: emboshield nav 6. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke) and visual disturbances are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, can not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operation context of the procedure.